Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws/cups of the device would not close. No biopsy samples were obtained with the complaint device and the device was removed from the scope without incident. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)